Manufacturer narrative:
Na.

Event description:
The initial reporter stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 2.6 inr. Minutes later, a sample from the patient was tested in the laboratory using stago reagent, resulting with a value of 1.8 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.7 inr. Minutes later, a sample from the patient was tested in the laboratory using stago reagent, resulting with a value of 2.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in normal condition. The patient is tested twice per month. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies or lupus. There have been no changes in the patient's coumadin dose. The patient is not taking any new medications, has had no changes in diet, has no new illnesses, and has no symptoms of abnormal bleeding or bruising. The patient does not have a special or unusual diet. The internal meter controls passed. The reporter's product was requested for investigation and replacement product will be sent to the reporter. Relevant retention test strips (lot 368877) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
No product was returned for investigation, so further investigation was not possible. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.